Manufacturer narrative:
The reported event of catheter bent was confirmed. Visual inspection found the cps catheter with multiple compressions and was bent to the sheath. The reported event is consistent with procedural damage.

Event description:
During implant of the left ventricular (lv) lead, the catheter was observed to be twisted. Upon investigation, a dissection of the coronary sinus was observed following use of the delivery catheter. The lv lead was not implanted. The patient was stable following the procedure and will continue to be monitored.